Manufacturer narrative:
"Serious injury" selected because patient had to go through a re-operation to correct the adverse event (endocarditis). Valve had been discarded by the hospital and is not available for investigation. Device history records for this valve were reviewed and found that the valve was built per specifications.

Event description:
This re-operation was observed when reviewing implant registration information in the tracking system database. On-x investigated and obtained the operative report for the re-operation. Per the op report, the patient had endocarditis (severe aortic insufficiency and paravalvular leak, secondary to endocarditis), 5 days post-operatively. The valve had dehisced (from sewing ring-to-tissue connection). Acute congestive heart failure, and acquired coagulopathy. Re-do aortic valve replacement (avr) was performed with an onxace-23 , s/n (B)(4). Post-op, patient transferred to ICU in stable condition. Tee at end of case showed excellent valve function with minimal gradient. Endocarditis is an expected adverse event, defined in the aats/sts guidelines as valve-related and reportable, therefore this is being reported. It is among several other adverse events possible for heart valve patients as listed in section 5 of the IFU.